Event description:
It is reported that the tip of the guide wire fractured at the tip and was left in the patient.

Manufacturer narrative:
We could not obtain a complete catalog number; therefore, a baseline report cannot be filed. Evaluation summary: the product is not returned, and the specifications are unk. Lot number information is also unavailable. It appears from the communications with one of the senior associates that the fracture could have been caused due to an application of high torque while inserting the guide wire. Evaluation: review of the device history records was also not possible, as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.